Manufacturer narrative:
Corrected information for the initial MFR 1220648-2024-22977 was provided in sections b1 and h1 to reflect serious injury.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during impella support, the device was observed to be in the incorrect position. It was stated that and observed thrombus was noted in the placement signal line. The medical staff made an effort to aspirate the line was made with no result. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived.